Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of blood in the patient¿s pd catheter (not a fresenius product) due to overfill. The definitive etiology of the blood in the pd catheter is unknown; therefore causality cannot be established. However during follow-up, the pdrn stated the blood in the patient¿s pd catheter was believed to be a ruptured blood vessel (previously stated to be due to overfill). No treatment data from the event(s) date was provided, therefore no assessment can be made regarding the allegation of overfill. Additionally the liberty select cycler has not been returned the manufacture for evaluation. Given the lack of information, and the fact these event(s) occurred simultaneously during the course of ccpd therapy; a possible causal or contributory relationship cannot be excluded. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient observed in their peritoneal dialysis (pd) catheter (not a fresenius product) due to overfill during pd therapy. No details or treatment data was provided regarding these event(s). Upon follow-up, the pdrn reported peritoneal effluent fluid cultures were obtained on (B)(6) 2018, and the patient was started on prophylactic ceftazidime and cefazolin (dosages, route and frequency not provided). On (B)(6) 2018 the antibiotics¿ were discontinued, as the patient¿s peritoneal effluent fluid cultures were negative. The pdrn stated she ¿believed¿ the blood in the patient¿s pd catheter was due to a ruptured blood vessel; however the definitive cause is unknown. The patient was started on heparin (dosage, route and frequency not provided), and reportedly performed manual treatments until a replacement liberty select cycler arrived. The pdrn stated the patient has fully recovered from the event(s), and continues to perform ccpd therapy without issue.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification passed. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
...